Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer did boot to errors, but noted that it seemed to be with every other boot attempt. A broken nylon standoff was replaced between the link electronic module (lem) and the media processing unit (mpu) and the lem was recalibrated. The programmer than passed all functional and systems tests and no other anomalies were found. Product ID (B)(4) software analyzer.

Event description:
It was reported that the programmer gave an error message and would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer gave an error message and would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.